Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the armada 14 was advanced without resistance and inflated to 8 atmospheres at the mildly calcified anterior tibial artery for pre-dilatation when the armada 14 ruptured with contrast escaping the balloon. The entire armada was easily removed. No other devices were used after the armada. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.